Event description:
It was reported to boston scientific corporation that an alere bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012, as part of the (B)(4) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. During the procedure, the catheter was positioned inside the target anatomy and all four electrodes were in contact with tissue. The physician pressed the footswitch; however, the controller indicated an inactivation. The physician made a minor adjustment to the position of catheter for better contact with the tissue; however, another inactivation occurred. Subsequently, the catheter was slightly readjusted (approximately 0.5 mm) and another inactivation occurred. At this point, the controller's catheter handle icon flashed red. The physician removed this catheter from the patient and a second bronchial thermoplasty catheter was used to complete the procedure with no further issues. This complaint is being reported based on an event of bronchitis requiring treatment with antibiotics. On (B)(6) 2012, the patient developed a cough and increased sputum. She was subsequently diagnosed with bronchitis, and treated with amoxicillin and clavulanate acid, and biaxin xl (clarithromycin). Currently, the event is reported to be continuing. No hospitalization or emergency room visits occurred from any of the events above. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.84, fev1 % predicted: 82.80, fvc: 3.92, fvc % predicted: 90.53. Post-bronchodilator: fev1: 3.08, fev1 % predicted: 89.80, fvc: 4.16, fvc % predicted: 96.07.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. During the procedure, the catheter was positioned inside the target anatomy and all four electrodes were in contact with tissue. The physician pressed the footswitch; however, the controller indicated an inactivation. The physician made a minor adjustment to the position of catheter for better contact with the tissue; however, another inactivation occurred. Subsequently, the catheter was slightly readjusted (approximately 0.5mm) and another inactivation occurred. At this point, the controller's catheter handle icon flashed red. The physician removed this catheter from the patient and a second bronchial thermoplasty catheter was used to complete the procedure with no further issues. This complaint is being reported based on an event of bronchitis requiring treatment with antibiotics. On (B)(6) 2012, the patient developed a cough and increased sputum. She was subsequently diagnosed with bronchitis, and treated with amoxicilin and clavulanate acid, and biaxin xl (clarithromycin). Currently, the event is reported to be continuing. No hospitalization or emergency room visits occurred from any of the events above. **additional information received on (B)(6) 2012.** the event of bronchitis resolved on (B)(6) 2012.

Manufacturer narrative:
(B)(6). (B)(4). Foreign source: (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. During the procedure, the catheter was positioned inside the target anatomy and all four electrodes were in contact with tissue. The physician pressed the footswitch; however, the controller indicated an inactivation. The physician made a minor adjustment to the position of catheter for better contact with the tissue; however, another inactivation occurred. Subsequently, the catheter was slightly readjusted (approximately 0.5mm) and another inactivation occurred. At this point, the controller's catheter handle icon flashed red. The physician removed this catheter from the patient and a second bronchial thermoplasty catheter was used to complete the procedure with no further issues. This complaint is being reported based on an event of bronchitis requiring treatment with antibiotics. On (B)(6) 2012, the patient developed a cough and increased sputum. She was subsequently diagnosed with bronchitis, and treated with amoxicillin and clavulanate acid, and biaxin xl (clarithromycin). Currently, the event is reported to be continuing. No hospitalization or emergency room visits occurred from any of the events above. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 2.84; fev1 % predicted: 82.80; fvc: 3.92; fvc % predicted: 90.53. Post-bronchodilator - fev1: 3.08; fev1 % predicted: 89.80; fvc: 4.16; fvc % predicted: 96.07.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study source: (B)(4). Foreign source: (B)(6).

Manufacturer narrative:
(B)(6). A visual and microscopic examination of the returned device revealed that marker bands 2 and 3 were partially worn off. A slight kink was found on the fourth electrode of the array. Additionally, a kink in the proximal shaft was found and measured at 26.5 inches from the strain relief. During a functional analysis, the handle was actuated and a ratcheting noise was heard within the handle. The catheter was subsequently plugged into the rf controller and set up to run functional tests. 10 complete rf activation cycles were performed with no errors or issues noted. The array expanded and collapsed normally. A visual inspection of the thermocouple and solder verified normal. A visual inspection of the handle also verified normal. It was determined that the clicking noise was associated with the normal process of interaction between the stop tube and the opening hole in the pull lever. This does not affect the device performance or reliability. No other issues were noted with the device. A review of the device history record (DHR) confirmed that batch 072710-84 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Bronchitis is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.